Event description:
It was reported that during a ptca procedure the guiding catheter was engaged into the vessel. A dissection was noted at the ostium, and the guiding catheter was removed. Upon inspection, outside of the patient, a kink was noted in the guiding catheter. The procedure was successfully completed with another guiding catheter, and a stent was deployed in the ostium of the vessel.